Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was prefilling the cartridge. Tandem clinical support educated the customer to fill cartridge at supply change. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by changing the infusion set, cartridge, and administering a correction bolus via the pump.